Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had smell of burning and was hot to touch, could not recognize scope and black picture on screen. The issue was found before sedation of a colon procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h4, h6, h11 the device was returned to olympus for inspection and the reported failure smell of burning and was hot to touch was confirmed, however, black fuzzy picture on screen was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: debris inside the socket air tubing. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: smell of burning and was hot to touch was confirmed due to dust inside of the fan air vent causing overheating burning dust smell. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device."

Event description:
No additional information received from customer.